Event description:
A customer contacted haemonetics on (B)(6) 2009, to report their orthopat machine experienced a blood spill and would not power on. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009, to report their orthopat machine experienced a blood spill and would not power on. No operator or donor injury was reported. Upon evaluation of the returned unit the reported complaint was confirmed. As a result, the power supply was replaced along with various other components. The machine was then ready for use. The product issue identified in this report (blood spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4) . These actions have been communicated to the FDA and have been assigned the action number 1219343-04-29-2011-001-r. (B)(4).